Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d9: yes, return date: 25 jan 2021 h3: yes dev rtn to MFR? Yes product event summary: the full delivery system was returned with the device intact in the device cup. Analysis indicated the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically bent. The analyst noted during analysis, the device could be deployed but incorrect alignment of the recapture cone was observed. The fluid/ water flows from the distal end of the delivery system, no occlusion was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #:mc1vr01us / expiration date: 2021-08-14 / serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 2020-03-19. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician experienced difficulty injecting contrast into the delivery system and the operator performed a thorough flush. The leadless implantable pulse generator (ipg) exhibited elevated thresholds. The ipg was recaptured and another location attempted. The physician was still unable to deliver contrast to the distal portion of the delivery system. The capture cone was reported to be unable to move from the retrieval feature. It was also reported following a tug test, thresholds had increased. The ipg was retrieved and 2-3 locations attempted with unacceptable electrical measurements. The delivery system and ipg was removed, examined, with a small clot apparent and then reintroduced. A desirable location was found and the delivery system did not separate from the ipg. The ipg was removed and replaced. No patient complications have been reported as a result of this event.